Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported the liberty cycler was leaving him feeling full at the end of treatment and requesting a replacement. Patient ends his treatments in a drain. Patient stated that the cycler has been receiving patient line is blocked and drain complications encountered through out treatment. Patient stated that due to all the alarms he would reboot the cycler and resume treatment. Patient's treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3 where 3300ml drained. This drain is 183% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 1803ml is 3245ml. Therefore, a reportable malfunction has occurred. Follow up with the patient's peritoneal dialysis nurse indicated that the patient did experience a fluid overload and swelling which was resolved with manual drains. Patient has resumed treatments on the replacement cycler with no complications. Requested the return of the device for plant investigation.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."